Event description:
It was reported following a percutaneous transluminal coronary angiography (ptca) using a 7f introducer, an 8f angio-seal device was deployed to seal the arteriotomy site; hemostasis was achieved. The pt was taken to the ward and later began bleeding (time unknown); manual pressure was applied. In the evening (time unknown) the pt developed symptoms of vascular insuffiency (decreased bloodflow), which required surgical intervention. The angio-seal device was removed. The pt was reported to be doing well and recovering.